Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after recent steroid injections and running out of insulin, with a highest recorded blood glucose of 387 mg/dl and approximately six hours above range; the patient had not announced a meal and initially performed an incorrect supply change, after which the agent guided a full, proper supply change and insulin delivery resumed. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or dka. Outcomes included temporary interruption of insulin therapy with subsequent restoration of delivery and no medical interventions or hospitalization. Investigation included remote log review, alert and alarm checks, and guided troubleshooting with a complete supply change. Investigation of this case revealed user-related factors including missed meal announcement, depleted insulin, and an initial improper supply change, along with a confounding factor of steroid injections. It was concluded that the device functioned as intended after correct setup and insulin resupply, and the event was attributable to use-related and therapy-related factors rather than a device malfunction.